Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unspecified reason. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that prior to system revision, ra lead testing with isometrics performed due to known ra noise had revealed additional non-physiologic noise with oversensing on the right ventricular (rv) lead as well. As a result, the rv lead was also replaced at the scheduled ra lead revision. All explanted products were sent to pathology, and product return was requested. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unspecified reason. No additional adverse patient effects were reported. Product return was requested.